Event description:
Customer reported observing no diluent in well f7 when performing the ortho hcv 3.0 elisa using summit sample handler. No error message was generated by the instrument. A fse was dispatched and was unable to duplicate the concern. Fse replaced plunger clamp #7 as a precautionary measure. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.